Event description:
The customer reported a failure during phaco. The surgeon started phaco on the first pt. During phaco the first setting lost power, the screen cut off and then the machine re-booted itself. The surgeon placed a swab over the pt's eye; the system was re-primed and re-tuned, and continued the operation without further event. The pt was fine, but due to the machine reboot, the operation took slightly longer than expected. A second surgeon was going to use the same machine for the rest of the pts, but during pre-operative set-up the machine cut-out. The second surgeon refused to use the machine, and three cases were cancelled.

Manufacturer narrative:
The company service rep evaluated the system on site and confirmed the failure. He replaced the power supply. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/15/2007.